Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is down, power up test failure code #14. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit is down, power up test failure code #14. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
D4(UDI#) a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the compressor (0119-00-0236). The fse performed all functional and safety tests per manufacturer specifications. The iabp was returned to the customer.